Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that between implant and post-operative check the right atrial (ra) lead dislodged. The ra lead was repositioned to the right ventricle and remains in use. No patient complications have been reported as a result of this event.